Manufacturer narrative:
Additional product code: fpa. No expiration date is available. (B)(6). No manufacture date is available.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had blood leaking in the holder.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve side piercing with the incident lot was observed. Evaluation of the customer samples was performed, and sleeve side piercing was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had blood leaking in the holder.